Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission to reëlect device evaluation. The broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting the acromion. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The instrument used in conjunction with these needles can contribute to the observed conditions. The instrument used in the event was not returned or identified. The strip thickness, and width dimensions were confirmed to be within specification. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported, that while in use in a shoulder arthroscopic case; the anchor was placed and during the process of passing the suture, it was noticed the tip of the needle had broken off. The tip of the needle was never found. X-rays were taken but nothing was revealed. Unknown as to where the tip of the needle is. Used another needle to complete procedure and there was no patient injury reported.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not yet received.

Event description:
It was reported, that while in use in a shoulder arthroscopic case; the anchor was placed and during the process of passing the suture, it was noticed the tip of the needle had broken off. The tip of the needle was never found. X-rays were taken but nothing was revealed. Unknown as to where the tip of the needle is. Used another needle to complete procedure and there was no patient injury reported.